Manufacturer narrative:
Zoll has not yet received the quattro catheter in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed. Administration of sterile cold saline i.v. Up to 1.5 l is one of the common methods of treatment at the hospitals and should not harm a patient.

Event description:
A quattro catheter (lot # unknown) was used to provide ivtm therapy. It was reported that the saline supply was emptied two times during the treatment. Upon inspection, no saline was observed around the patient's bed or the floor. The customer suspected catheter leak and infusion of 1500 milliliters of saline into the patient's bloodstream. The user was instructed to remove the catheter and use a central line. As reported, the patient had reached the target temperature. The customer did not provide information on whether the thermogard system generated an alarm during the treatment. No further information was provided by the customer regarding the details of the treatment. Patient's status information was requested, but the customer did not provide a response; therefore, patient's status is unknown.

Manufacturer narrative:
B5 (describe event or problem) was updated. D4 (additional device information, lot number) was updated. D9 (returned to manufacturer) was updated. H4 (device manufacture date) was updated. The reported complaint of "leak from the quattro catheter (lot # 152182)" was confirmed during the functional testing of the returned catheter. A water emission/leak was observed from the proximal infusion lumen opening and from the proximal luer during the lumen crosstalk test. The probable root cause is a weakened wall between the lumens, which withstood pressure testing during manufacturing but resulted in a leak during clinical use. Upon visual inspection, no physical damage was observed to the catheter. Dried blood residue was observed inside the balloons and in distal, medial, and proximal luered tubings. Functional leak test of the returned catheter was performed. All lumens were flushed without resistance, except for the distal and medial luered tubings due to blood clogging the lines. During functional testing, the catheter was connected to a pressurized inflation device for one minute, and the balloons were fully inflated when pressurized up to 100 psi. Upon pressurizing the catheter, no leak was observed from the catheter balloons. However, a water emission/leak was observed from the proximal infusion lumen opening and from the proximal luer during the lumen crosstalk test. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint, and there was no similar history of complaint reported for quattro catheter with lot number 152182. Seems that 1500ml of sterile ns could be entered in the patient's vasculature. Administration of sterile cold saline i.v. Up to 1.5 l is one of the common methods of treatment at the hospitals and should not harm a patient. Re-training of the customer on usage of the catheter to assure appropriate location of the catheter during cooling therapy could be beneficial. The fluid ran into the patient's vasculature is an anticipated event. No patient's effect was reported.

Event description:
A quattro catheter (lot # 152182) was used to provide ivtm therapy. It was reported that the saline supply was emptied two times during the treatment. Upon inspection, no saline was observed around the patient's bed or the floor. The customer suspected catheter leak and infusion of 1500 milliliters of saline into the patient's bloodstream. The user was instructed to remove the catheter and use a central line. As reported, the patient had reached the target temperature. The customer did not provide information on whether the thermogard system generated an alarm during the treatment. No further information was provided by the customer regarding the details of the treatment. Patient's status information was requested, but the customer did not provide a response; therefore, patient's status is unknown.